Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a810, lot#serial#: unknown, product type: software. This report is being submitted as part of remediation activities associated with CAPA#: 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. It was reported that the patient had a refill yesterday and their pump started alarming last night. Patient services (ps) recommended that they contact their healthcare provider (hcp) as they may have forgotten to program the new reservoir volume. No patient symptoms/complications were reported. Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone 10 mg/ml and bupivacaine 40 mg/ml at unknown dose via an implantable pump for non-malignant pain. It was reported that the patient had pump refilled on (B)(6) and had been hearing a non-critical alarm every hour since then. The company rep had interrogated the pump today and stated that there were no alerts and pump logs showed an alarm for low reservoir on (B)(6) along with programming steps indicating that the pump was updated that day. Current reservoir volume shows as 36 ml. The company rep noted that "active alarm" button showed on the home page of pump interrogation today; agent had the company rep update pump to silence the alarm. The company rep checked logs again after the update and logs show "user silenced an active alarm." The rep confirmed that tablet had 2.0 version software. Agent requested copies of reports and reviewed that we may want to get tablet logs as well. Additional information received from the company representative (rep) indicated that the exact cause of the alarm had not been determined and the event resolved after the tech support agent walked the company rep through the process to silence the active alarm.